Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 300p from heartsine technologies, belfast on the (B)(6) 2012. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2013 and that it had performed to specification up to the (B)(6) 2014. On the (B)(6) 2014, the device failed the weekly auto self-test due to a low battery. The user would have been alerted with a "warning low battery, device service required" prompt and a flashing red status led. The device was disassembled for investigation and the fault was traced to a failed transistor. A fault within a transistor had resulted in the device failing to power off after either a manual power cycle or the weekly auto self-test. This would have led to the depletion of an installed pad-pak resulting in self-test fails due to a low battery. The user would have initially been alerted to the low battery with a "warning low battery, device service required" prompt and a flashing red status led. This would confirm the reported fault. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved red status indicator flashing.